Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush broke off in mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that an oral-b brushhead, version unknown broke off in her mouth. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2018 consumer follow-up via e-mail: the consumer reported that she did the authenticity test, and the logo was still on the brush. No further information was provided.

Event description:
Brush broke off in mouth [device breakage] no adverse event [no adverse event] product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that an oral-b brushhead, version unknown broke off in her mouth. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. 03-jan-2018 consumer follow-up via e-mail: the consumer reported that she did the authenticity test, and the logo was still on the brush. No further information was provided.

Manufacturer narrative:
06-feb-2018 product investigation results: reporter returned toothbrush head on 31-jan-2018. Toothbrush head confirmed to be counterfeit.